Event description:
On (b)(6) 2022, a 60-year-old male patient underwent a port placement procedure using the PowerPort M.R.I. ISP via the right subclavian vein. Following the procedure on (b)(6) 2026, during a subsequent hospital visit for chemotherapy infusion, no blood return was observed upon cannula connection. A chest X-ray identified a complete catheter rupture approximately two cm above the port and noted broken catheter migrated to the distal end of the pulmonary artery. Additionally, it was removed via interventional procedure. Furthermore, swelling was noted following infusion and after blood withdrawal. Reportedly, the port was subsequently explanted and replaced. The current status of the patient is unknown.

Event description:
ON (B)(6) 2022, A PATIENT UNDERWENT A PORT PLACEMENT PROCEDURE USING THE POWERPORT M.R.I. ISP. ON (B)(6) 2026, DURING A SUBSEQUENT HOSPITAL VISIT FOR CHEMOTHERAPY INFUSION, NO BLOOD RETURN WAS OBSERVED UPON CANNULA CONNECTION. A CHEST X RAY IDENTIFIED A COMPLETE CATHETER RUPTURE APPROXIMATELY TWO CM ABOVE THE PORT AND NOTED BROKEN CATHETER MIGRATED TO THE DISTAL END OF THE PULMONARY ARTERY. ADDITIONALLY SWELLING NOTED FOLLOWING INFUSION AND AFTER BLOOD WITHDRAWAL. THE PORT WAS SUBSEQUENTLY EXPLANTED AND REPLACED. THE CURRENT STATUS OF THE PATIENT IS UNKNOWN.

Manufacturer narrative:
H11: AS THE LOT NUMBER FOR THE DEVICE WAS PROVIDED, A REVIEW OF THE DEVICE HISTORY RECORDS IS CURRENTLY BEING PERFORMED. THE DEVICE HAS NOT BEEN RETURNED TO THE MANUFACTURER FOR EVALUATION. HOWEVER, A VIDEO SAMPLE WAS PROVIDED FOR REVIEW. THE INVESTIGATION OF THE REPORTED EVENT IS CURRENTLY UNDERWAY. SECTION A THROUGH F: THE INFORMATION PROVIDE BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Manufacturer narrative:
H11: Manufacturing Review: The Device History Records have been reviewed, and this lot met all release criteria. Investigation Summary: Although the physical device was not returned for evaluation, one x-ray video was provided for review. The X-ray video shows a port catheter in the pulmonary artery traveling from the heart. The video provided does not show the port on the chest and the area in which the catheter broke from the device. Therefore, the investigation is inconclusive for the reported catheter fracture, material separation, migration and suction issues as the provided video was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required. B5, D6b, E1, G3, H4, H6 (Component, Method, Result, Conclusion). Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.